Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that blotches appeared on the ilet pump touchscreen consistent with screen delamination, while the patient remained able to operate the device and maintain blood glucose without impact. Symptoms included no clinical effects. Outcomes included no functional interruption or alarms. Investigation included collection of user feedback and return of the device for evaluation. Investigation of this case revealed a cosmetic delamination of the touchscreen component with normal device performance and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was component delamination of the screen without effect on therapy delivery.